Event description:
According to initial reports, surgeon reported one leaflet was not closing after implant.

Manufacturer narrative:
The manufacturing records for onxm-27/29 sn: (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation non-conformance report was noted for sterility. As this event alleges leaflet impingement, the nc is unrelated to the reported event. A document change order was issued july 18, 2016 for leaflet tuning. The dco was reviewed and all affected lots were found to be dimensionally similar. Therefore, the dco is likely unrelated to the reported event. A sample review was performed december 17, 2018. Prior to decontamination, examination of the valve finds articulation of leaflets normal. After decontamination, no evidence of visual anomalies in pivot location or on leaflets as assembled was observed. The valve was disassembled and components were dimensionally inspected. The valve housing and leaflets were reassembled, functionally, and visually inspected per production processes. Valve passed dimensional, functional, and visual inspections. No deficiencies were noted regarding this valve. No further action required. A review of the available information was performed. The onxm-27/29 sn: (B)(4) implanted/explanted on or before on (B)(6) 2018, presumably in the mitral position. Report from the field is that "on-x was implanted & one leaflet allegedly was not closing." We do not know if this observation was visual before closure or per echocardiography afterwards. In any case, the valve was removed and returned to the manufacturer for examination. No mention is made of a replacement to the explant. The valve was received and examined at the manufacturer. The report found the valve to be visually, functionally, and dimensionally normal. The leaflets moved as expected. No deficiencies were noted. Because the returned valve appeared normal in every way, the observation by the implanting team that one leaflet did not seem to close as expected strongly implies a physical impediment to leaflet motion in situ. The most likely cause, though unsubstantiated, is an anatomical interference with the leaflet. However, we have no other evidence to support this or any conclusion that the valve was responsible for the observed dysfunction. Prosthesis nonstructural dysfunction and the possibility of explantation due to a complication are both known potential adverse events of prosthetic valve replacement [IFU]. The most likely cause of the impaired leaflet motion is anatomic interference, but we do not have enough evidence to conclude that the on-x valve contributed to the deficiency. Root cause for this event is unknown. No further action is required. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, surgeon reported one leaflet was not closing after implant.